Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee surgery a screw breakage occurred when starting to insert the device into the femoral tunnel. All fragments were retrieved from the patient.